Event description:
Imp#: (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined the failure was due to an isolated component failure on the main pcb. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).